Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the had a noisy image. There were no reports of patient harm.

Manufacturer narrative:
Corrected data: b5 new information added to the following fields: d8, h6 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to b5 "it was reported the had a noisy image" of the initial report, is being corrected to "it was reported the bronchovideoscope had a noisy image". Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The device was evaluated where an additional potential adverse event was confirmed where the fixed component of the distal end was detached. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported the bronchovideoscope had a noisy image.